Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for influenza a. The same sample was retested on the cobas liat analyzer (unknown if same or different liat analyzer) and another unknown antigen test which yielded negative results. No information was provided to determine if the questionable result was reported outside of the laboratory. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
As data and the alleged kit lot number could not be provided, the root cause of the discrepant result could not be determined. Note that a result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use.